Event description:
The customer reported the battery charge and ac indicators were not lit and the unit was not charging the battery. This could indicate a failure to power up via ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery charge and ac indicators were not lit and the unit was not charging the battery. This could indicate a failure to power up via ac power. There was no report of pt involvement. The customer evaluated the device. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.